Event description:
It was reported that the device is alarming constant upstream occlusions. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. No physical damage was observed. Upstream occlusion sensor alarm was found in event history log. Customer's reported problem was verified. The pump was found to be displaying "upstream occlusion" alarm message by running pump with the customer's returned program during the investigation. The root cause of the reported issue was not able to be determined. Actions were taken to mitigate the reported issue: replace upstream occlusion sensor. D4: UDI information is unknown. G5: premarket (510k) number is unknown.